Event description:
It was reported the physician implanted a 30mm gore® cardioform septal occluder to close an iatrogenic atrial septal defect. Following the procedure, the patient's stats dropped. The patient was taken back to the cath lab where echocardiography revealed a pericardial effusion; however, the exact location of the effusion was undetermined. Pericardiocentesis was performed and two drains were placed in the patient. The patient was referred for cardiac exploratory surgery. Further information provided by the facility notes the patient was released from the hospital a week following surgery. Additionally, the cause of the pericardial effusion is unknown.

Manufacturer narrative:
B5: describe event or problem updated to include patient outcome. The gore® cardioform septal occluder instruction for use note significant pleural or pericardial effusion requiring drainage as a potential device or procedure related adverse event.

Manufacturer narrative:
It is unclear if the pericardial effusion was device related. The gore® cardioform septal occluder instructions for use note that significant pleural or pericardial effusion requiring drainage is a potential device- or procedure related adverse event

Event description:
It was reported the physician implanted a 30mm gore® cardioform septal occluder to close an iatrogenic atrial septal defect. Following the procedure, the patient's stats dropped. The patient was taken back to the cath lab where echocardiography revealed a pericardial effusion; however, the exact location of the effusion was undetermined. Pericardiocentesis was performed and two drains were placed in the patient. The patient was referred for cardiac exploratory surgery.